Event description:
During a review of the event history of another report for a colleague infusion pump, it was discovered that failure code 568:320:654:0000 occurred once during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Event description:
During an onsite visit, an field service engineer (fse) from beckman coulter, inc (bci) discovered that there was an incident of chemical exposure in the laboratory. A laboratory technician was investigating a source of leak in the hydro pneumatic area of unicel dxc 600 pro synchron chemistry analyzer, and was unaware that the potassium hydroxide (wash concentrate ii) solution had been spilled onto the latch that allows access to the hydro pneumatic components. The lab tech was not wearing gloves when came in contact with potassium hydroxide solution, which caused chemical burns on several fingers. The lab tech was evaluated by the emergency department and released.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional: a service history review revealed that this device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.